Event description:
Senseonics was made aware of an instance where the patient developed an infection at the insertion site because of which the the doctor decided to remove the sensor. The patient was prescribed amoxillin. The infection site is healed now.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. The user received necessary medical treatment of antibiotics for the infection after the sensor was removed.